Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor- 12/21/2012. Electrode belt- 5/9/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received two appropriate treatment from the lifevest. At 2:50:48, the patient received the first treatment while in vf. The post-shock rhythm was asystole. At 3:03:13, the patient's rhythm was vf with a fundamental frequency at or below 2.5 hz (150 bpm) artifact on fb channel. The low fundamental frequency of the vf prevented the lifevest from detecting the arrhythmia during this time. At 3:10:45, the lifevest delivered the second treatment while the patient's rhythm was vt at 150 bpm. The post-shock rhythm was asystole transitioning to vt at 190 bpm. The electrode belt was disconnected at 3:11:37 while the patient's rhythm was vt at 150 bpm. It is not known who disconnected the electrode belt. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.